Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a frozen screen, unresponsive buttons and a crack on the screen. Troubleshooting was performed, but the frozen screen continued. Advised that the insulin pump would be replaced. Nothing further was reported.